Manufacturer narrative:
Date of implant is unknown but surgery happened in (B)(6) 2016. (B)(4). The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent tlif surgery at l4-l5 due to l4/l5 spondylolisthesis. Post-op, infection has been developed in the cage and revision surgery was scheduled in which the cage will be removed.